Event description:
The customer reported that an error 135 would not clear on their infinity vision system. The company sales representative was unable to service the unit that day; therefore, 16 cases were cancelled. There was no harm to any of the patients because of the cancelled cases.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The system was functionally tested and met specifications.